Manufacturer narrative:
(B)(4). Visual examination of the complaint device found that the exit marker was bunched up and split in two pieces. The distal portion of the exit marker was lodged on the balloon, but the proximal portion was able to slide along the catheter. The wingtool was present on the device but had been pushed up the catheter behind the exit marker. Functional analysis was unable to be performed as the exit marker was overlapping the balloon making the device too large to be inserted into the endoscope. It was confirmed that a vacuum was not applied during wingtool removal or catheter advancement, nor when advancing through the scope. This is in contradiction of the instructions given in the dfu.  It is likely that due to the lack of suction, the balloon lost its tight configuration which may have impeded its advancement through the endoscope. It is likely that rough handling of the device while attempting to advance through the endoscope caused the loosening of the exit marker. Therefore, the most probable root cause of the complaint is user/use error.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a gastrectomy with dilatation procedure performed in the esophagogastric junction on (B)(6) 2016. According to the complainant, during the procedure, the catheter got stuck halfway in the scope and was unable to be advanced further. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Investigation results found that the exit marker was bunched up, split into two pieces, and was partially covering the balloon; therefore, this is now an MDR reportable event.